Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medication was not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not crossing over to one station. A technical support specialist found that the order was a one-time order that did not show on the station. One-time orders are usually removed and disappear from the profile after removal. The user believed this did not happen, but the patient was not discharged and proceeded to close the case.